Event description:
It was reported that during an unknown procedure the customer reports that the product fell down immediately after put on from the package. The date of the procedure is unknown. Description of outcome is revision surgery.

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what is a ca recti procedure? It is low anterior resection. The additional information below indicates the lt200 clips were on the arteries prior to closing the patient and then states they were not found on the artery during the reoperation. Is this correct? Yes. If so, what was the need to complete the procedures with mcs20 devices? This clipper is a sure and proven. What structure was the mcs20 device fired across? ? Were the mcs20 clips found on the structure during the reoperation? No. Did the mcs20 clips or lt200 clips fall off the artery? Only lt 200. Clarification requested from the affiliate based on the additional details provided above: the additional information indicates the lt200 clips were on the arteries prior to closing the patient and then states they were not found on the artery during the reoperation. Is this correct? Yes. If so, what was the need to complete the procedures with mcs20 devices? This clipper is a sure and proven were the mcs20 clips found on the structure during the reoperation? No. Did the mcs20 clips or lt200 clips fall off the artery? Only lt 200. Clarification requested from the affiliate again based on the additional details provided above: clips lt2oo fell and wailing, with mcs no problems. During the first procedure used the lt200. Second (reoperation) used the mcs.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what reusable clip applier was being used for the procedures? Lx205 lx207. Was the clip applier placed back in rotation after the event(s)? Is the reusable clip applier able to be returned for analysis investigation? No. Is the serial number available for the clip applier? No. Was the lc800 cartridge base being used to load the clips? No. What procedure was being performed? Ca recti. What structure was the device being fired on? Artery vein. Did the clips drop from the cartridge prior to use? Same time. Did the clips fall into the patient? Yes. If so, did the surgeon attempt to retrieve them intra-op? Yes. Were the clips successfully placed on the structure? Yes. Did the clips remain on the structure? Yes. How was the procedure completed? They use mcs20. What was the cause of the reoperation? Bleeding. How long post op did the patient undergo the reoperation? 4-6 hour. What was found during the reoperation? Were the clips still successfully on the structure? No. What is the patient¿s current status? Can not say. Is the patient expected to have a full recovery? Can not say.